Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for surgery. Changed another two to continue the surgery, the same problem happened. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the lot number? According to the latest feedback of the sales,lot number is unknown, device return status: we are waiting for the return of the sample. Investigation summary: an empty labeled winding former and a suture piece of product sxpp1a400 were returned for evaluation. Ethicon conducted a visual inspection of the sample returned. Upon visual inspection of the returned sample, body fluids and damage were noted in some barbs and both side of the fixation tab broke possibly from a surgical instrument. The section of the fixation tab was not returned for evaluation. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m. Related to: 2210968-2022-03534, 2210968-2022-03536.